Event description:
It was reported that the temperature did not reach the set value. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no abnormalities. Functional testing was unable to duplicate or confirm the reported problem. The heater was replaced as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.